Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the chair intermittently locks out the consumer from being able to control the chair or the seating functions.